Manufacturer narrative:
The insulin was received with a minor scratched lcd window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a detached end cap.

Event description:
The customer called to report that their dog knocked the insulin pump from his hand, and it fell and cracked. The crack was located near the piston. The customer's blood glucose reading was 150 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.